Event description:
It was reported that during a laparascopic cholecystectomy the device was shooting out 2 clips at a time. A new device was used to complete the case. There was no consequence to the pt.